Event description:
Md team at bedside for removal of uterine tamponade balloon. For second removal of fluid, unable to deflate balloon fully. Attending md called to bedside and directed resident to cut port. Fluid then drained and uterine tamponade balloon removed. Following morning, around 03:30, half of volume deflated without incident. Around noon that same day, resident attempted to remove rest of balloon volume and unable to pull back volume. Resident then flushed the port without incident, but again tried to pull back volume and unable to do so. Attending md then at bedside, attempted to remove balloon volume and unable to do so. Port line cut, fluid back flowed out. Volume within balloon and clot expelled from port line. Balloon then removed. [Redacted date] - emailed cook rep. Cook rep responded using reference#: (B)(4). Bakri postpartum balloon ref: j-sosr-100500. Ref: g24237. Manufacturer response for uterine tamponade balloon, bakri postpartum balloon (per site reporter). [Redacted date] - emailed cook rep.. Cook rep responded using reference #: (B)(4).